Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the keypad was found to be torn at the ok button but all buttons responded appropriately; the keypad was removed and found contamination under the contrast button contact. Also unrelated, the display was found to be dim and discolored with a pinkish coloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an inaccurate delivery issue. The reporter stated there is "a piece" missing from the pump, and that the patient has experienced fluctuating blood glucose levels. There were no blood glucose levels provided, and no details regarding the deficiency of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.